Event description:
Caller reported potential false negative troponin I (tni) results on triage cardiac panel 25 test vs beckman dxi. Female with chest pain and a strong suspect of sudden cardiac arrest (sca) was admitted to the cardiology ward. She had done a percutaneous coronary intervention (ptci): coronary artery bypass graft. Her final diagnosis was sca, nstemi. (Non st elevation myocardio infarction).

Manufacturer narrative:
Investigation pending.